Event description:
On 3/31/2023, it was reported by a sales representative via sems that a flipcutter iii from an ar-1288qis-110 quadlink implant system broke during use. This was discovered during an aclr procedure on (B)(6) 2023. Case was completed using an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii. All broken pieces were retrieved. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to prying/leveraging the device during use.